Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; overlay found out of electrical specification. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there were problems with the screen, unable to press area on screen in lower center screen, cannot do atrial threshold in psa (pace sense analyzer) screen, and cannot type in that area. It was also reported the programmer will not calibrate. The programmer was returned for test and calibration. There was no patient involvement.